Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due infection and pocket erosion. Reportedly, the patient developed the disease and then the patient's condition was stable after the procedure. No adverse patient effects were reported. The implantable lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.